Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. According to the inspection result by local service department, it was confirmed that an image was not displayed since an internal board was broken and there was no output from sdi. The cause of the damage of an internal board could not be identified.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated due to printed-circuit board failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the reprocessing, there was no sdi output. The facility finished the case with another similar device. The subject device was used in combination with clv-190. There was no report of patient injury associated with the event.